Manufacturer narrative:
The pump passed the basic occlusion, and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery alarm test due to the prime anomaly. The motor was tested outside the device and it passed. The pump was received with minor scratches on the lcd. The pump also had a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery attempt. The customer's blood glucose was not known. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer was using the sensor feature on the insulin pump. Customer was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer stated he was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Customer had also received no delivery alarms, which were resolved with an infusion set changed. Nothing further was reported.